Event description:
The certified surgical technologists was using an instinct plus clip. The clip would not open once it was in the patient. The provider removed the device when they noted the failure and was successful in using a second device to complete the procedure. No harm to patient. Vendor has been notified and requested device be returned for further investigation. Lot w4707380. Ref: (B)(4). Ref: (B)(4). Expiration 3/7/26.